Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a replacement generator procedure, after connecting the atrial lead to the new device, loss of atrial lead sensing was observed. The device was reprogrammed. The patient was stable.